Manufacturer narrative:
H3: the pipeline flex embolization device was returned for analysis. The pushwire was found to be bent at ~130.5cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. Based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at distal as the pipeline flex braid ends were found to be fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 145-5091-150 (lot: 0227263790). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion, an aneurysm with amorphous morphology was identified in the ophthalmic segment of the internal carotid artery. Multiple attempts were made to retrieve and deploy a pipeline embolization device, but the stent tip initially failed to open. They had attempted to open it in a straight segment of the blood vessel. A replacement stent was successfully implanted. Additionally, the echelon microcatheter catheter tip was unable to enter the intermediate catheter. The procedure involved access through the femoral artery, and the vessel tortuosity was noted as moderate. Dual antiplatelet treatment (dapt) was administered. The issue was resolved with the successful implantation of the replacement stent. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the distal section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline, specifically, the physician tried to re-retrieve it into the microcatheter. There was resistance in the proximal section of the catheter. There was no damage to either catheter observed. The intermediate catheter was not a medtronic device. The cause of the event was not determined.